Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that patient went to the hospital due to wearing the pod. Despite good faith attempts to obtain further details, no additional information was provided.